Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during the procedure, when the physician was attempting to place the peg the whole device came out of the stoma site including the internal bolster. The facility did not have another of the same device available; therefore, the incision was closed and the procedure was postponed. On (B)(6) 2013 a different incision site was made and a new endovive safety peg kit pull method was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Initial reporter: the physician's name is unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the partial initial g-tube was found with residue present on the device indicating use/handling. The feeding tube was cut apart at approximately the 4.5 cm mark and the proximal portion was not returned. An examination of the returned portion found no issue. The dome was properly formed and securely attached to the tubing. It was noted that the condition of the returned device could not be functionally evaluated with respect to feeding tube unintentional removal. There have been no changes to the materials or design of the product that might have contributed to the unintentional removal during placement. Per the additional information the incision size was 7 mm, for use provided with this device recommend a 1-1.5 cm incision. It is possible excessive tensile force during placement while pulling the device through the small incision and inadvertently pulled the dome through the stomach wall. Because only a portion of the device was returned and the unintentional removal was in a clinical setting, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during the procedure, when the physician was attempting to place the peg the whole device came out of the stoma site including the internal bolster. The facility did not have another of the same device available therefore the incision was closed and the procedure was postponed. On (B)(6) 2013 a different incision site was made and a new endovive safety peg kit pull method was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.